Event description:
Caregiver called agency with concern pump was showing "bolus dose requested." Clinicans determined pump display was stuck. Arrangements were made to replace pump. Clinicians determined the amount of medication remaining in bag was less then it should have been. Pt was experiencing seizures and fever, md was notified and pt was transported to ER. Pt was released/treated at ER and passed away several hours later at home.